Event description:
This case was reported via regulatory authority (B)(4) on 10-feb-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), urinary tract infection ("several urinary tract infections"), abdominal distension ("major abdominal swelling"), back pain ("terrible back pain, lower back pain radiating to groin, thigh and knee"), pain in extremity ("pain in legs"), neck pain ("pain in neck"), arthralgia ("pain in wrists, knee"), dysmenorrhoea ("highly painful and abundant menstrual periods lasting 4 or 5 days"), menorrhagia ("highly painful and abundant menstrual periods lasting 4 or 5 days"), weight increased ("weight gain"), alopecia totalis ("complete loss of hair"), fatigue ("major fatigue"), tinnitus ("buzzing in ears") and dry mouth ("dry mouth"). On an unknown date, the patient experienced sinusitis ("sinusitis") and constipation ("constipation"). The patient was treated with surgery (on (B)(6) 2017 essure removal with hysterectomy performed). Essure was withdrawn. At the time of the report, the abdominal pain, back pain, pain in extremity, neck pain, arthralgia and dysmenorrhoea was resolving and the urinary tract infection, abdominal distension, menorrhagia, weight increased, alopecia totalis, fatigue, tinnitus and dry mouth outcome was unknown and the sinusitis and constipation had resolved. The reporter considered abdominal pain, urinary tract infection, abdominal distension, back pain, pain in extremity, neck pain, arthralgia, dysmenorrhoea, menorrhagia, weight increased, alopecia totalis, fatigue, tinnitus and dry mouth to be related to essure. The reporter provided no causality assessment for sinusitis and constipation with essure. The reporter commented: events starting in earlier 2015. Most recent follow-up information incorporated above includes: on 6-mar-2017: insertion and removal date. Hysterectomy performed. New events added: sinusitis and constipation. Since removal, the patient states "waking up without sinusitis, no more constipation and pains that are starting to disappear one by one." Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. Essure was removed via hysterectomy approximately 3 years after insertion. This event is anticipated in the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was reported via regulatory authority (B)(4) on 10-feb-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), urinary tract infection ("several urinary tract infections"), abdominal distension ("major abdominal swelling"), back pain ("terrible back pain, lower back pain radiating to groin, thigh and knee"), pain in extremity ("pain in legs"), neck pain ("pain in neck"), arthralgia ("pain in wrists, knee"), dysmenorrhoea ("highly painful and abundant menstrual periods lasting 4 or 5 days"), menorrhagia ("highly painful and abundant menstrual periods lasting 4 or 5 days"), weight increased ("weight gain"), alopecia totalis ("complete loss of hair"), fatigue ("major fatigue"), tinnitus ("buzzing in ears") and dry mouth ("dry mouth"). On an unknown date, the patient experienced sinusitis ("sinusitis") and constipation ("constipation"). The patient was treated with surgery (on (B)(6) 2017 essure removal with hysterectomy performed). Essure was withdrawn. At the time of the report, the abdominal pain, back pain, pain in extremity, neck pain, arthralgia and dysmenorrhoea was resolving and the urinary tract infection, abdominal distension, menorrhagia, weight increased, alopecia totalis, fatigue, tinnitus and dry mouth outcome was unknown and the sinusitis and constipation had resolved. The reporter considered abdominal pain, urinary tract infection, abdominal distension, back pain, pain in extremity, neck pain, arthralgia, dysmenorrhoea, menorrhagia, weight increased, alopecia totalis, fatigue, tinnitus and dry mouth to be related to essure. The reporter provided no causality assessment for sinusitis and constipation with essure. The reporter commented: events starting in earlier 2015. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, me reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae c ases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: insertion and removal date. Hysterectomy performed. New events added: sinusitis and constipation. Since removal, the patient states "waking up without sinusitis, no more constipation and pains that are starting to disappear one by one." On 7-mar-2017: quality-safety evaluation received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. Essure was removed via hysterectomy approximately 3 years after insertion. This event is anticipated in the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. The product technical analysis concluded a quality defect was not confirmed but considered plausible. No further information will be available, because health authority does not allow active follow-up.